Event description:
Per the audiologist, this adult patient died in 2008, days after cochlear implant surgery, due to post operative complications. Reportedly, the diagnosis was renal failure. There has been no assertion that the cochlear implant caused or contributed to the death of the patient. Reportedly, the patient's wife does not want an autopsy to be performed. Multiple requests for additional information were made, however, no further information had been provided as of the date of this report.

Manufacturer narrative:
This is a final report on july 17, 2008. If any additional information is received, it will be forwarded.